Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen and morphine at unknown concentrations and dosages via an implantable pump for non-malignant pain and chronic low-back pain. On (B)(6) 2016, it was reported that the patient was going through withdrawals and went to (B)(6). A dye study was done and it was discovered that the catheter had fractured and the medication was not getting to the intrathecal space of the spine. The pump was ¿floating around,¿ so a dacron pouch was placed around the pump to hold it in place and in (B)(6) 2016, the catheter was replaced. Additional information was received from the patient's health care provider (hcp) on 2016-dec-16. The hcp reported that the fractured catheter and "floating" pump were the result of an injury. No additional information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.